Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and provided trouble shooting recommendations. A chest x-ray was obtained and no damage was observed. The physician elected to raise the alert for out of range shock impedances and will continue to monitor the system. This ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and provided trouble shooting recommendations. A chest x-ray was obtained and no damage was observed. The physician elected to raise the alert for out of range shock impedances and will continue to monitor the system. This ICD and the rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed to provide an updated code.